Event description:
Medtronic received information that approximately eighty days post implant of this bioprosthetic valve, the patient presented with atrial flutter and radio frequency ablation was performed. The condition resolved and no further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).